Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal banding procedure. The exact procedure date was unknown. During the procedure, the physician successfully deployed two bands. After that, the bands could no longer be deployed. A second speedband superview super 7 was used; however, no bands could be deployed. It was reported that the handle would turn and a click was heard; however, it would not deploy any bands. The procedure was completed with the third speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.